Event description:
Complaint alleges the adaptor is leaking causing the ventilator to alarm. Alleged incident occurred during pt use. No reported pt injury.

Manufacturer narrative:
Product has not yet been received by MFR, therefore, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.